Manufacturer narrative:
Reportedly, the next follow-up to perform the recommended hardware reset procedure is scheduled on (B)(6) 2017. The password for the hardware reset has been provided.

Event description:
Reportedly, the following warning message was displayed: "[a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin."

Manufacturer narrative:
Following the second hardware reset procedure, the estimation of the residual longevity displayed by the programmer was corrected and will not be underestimated anymore.

Event description:
Reportedly, the following warning message was displayed: "[a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin."

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the following warning message was displayed: "[a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin."